Event description:
It was reported that during implant, the lead "popped out after trying to insert" and that there was difficulty maneuvering the lead, possibly due to the used catheter. Lead disposition is unknown at this moment, and follow-up has yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.